Manufacturer narrative:
Concomitant medical products: 8780 catheter, implanted: (B)(6) 2018; 8637-20 neuro pump, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. It was further reported that vegetation was present on both the right atrial (ra) lead and on the right ventricular (rv) lead. The system was explanted, the leads were extracted using a laser sheath. No further patient complications have been reported as a result of this event.